Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: metaglene positioner plate is damaged, 2.5 guide wire does not pass through freely. Locking screw driver body - two pieces snapped off during screw insertion. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that two of the four prongs were broken, the broken fragments were not returned for evaluation. Additionally the device exhibits signs of worn out. The device was manufactured in 2018, the device has been in service over 6 years and shows signs of heavy repeated used. Therefore, the potential cause for failure is traced to end of life. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the locking screwdriver body would contribute to the complained device issue based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and confirmed that there was a 10-minute delay in surgery. There was no harm was caused to the patient.

Event description:
Metaglene positioner plate is damaged, 2.5 guide wire does not pass through freely. Locking screw driver body - two pieces snapped off during screw insertion. Unable to find lot numbers.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.